Manufacturer narrative:
Evaluation summary: the complaint device was not received for evaluation. Product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the mannufacturing documentation. Additional information was requested via mail on 06/14/2011; via phone on 06/29/2011. (B)(4).

Event description:
An optometrist reported, a patient presented with red inflamed eyes following the use of this product. He stated she had just switched from another multi-purpose solution to this product when her symptoms began on (B)(6) 2011. He reported she went to an ophthalmologist who discontinued contact lens wear and prescribed an unknown treatment. He stated her symptoms resolved and when she returned to contact lens use she experienced redness and mild irritation on (B)(6) 2011. He noted she tried to wear her lenses again on (B)(6) 2011 and she again experienced red eyes. He stated she was seen by him on (B)(6) 2011 and he diagnosed the right eye with epithelial infiltrates and both eyes with swelling and redness. He noted there was a black substance on her lens that could not be removed. Additional information has been requested.